Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported a high blood glucose of 400 mg/dl. The customer did not provide treatment for their high blood glucose. The customer's blood glucose also declined to 59 mg/dl during the night. The customer treated their low with food and was able to raise it to 249 mg/dl. The customer's current blood glucose was 177 mg/dl. The customer also reported adhesive issue with the tape. The customer declined to return the pump for analysis.